Manufacturer narrative:
(B)(4).

Event description:
The was reported that the pt experienced pain and an overstimulation sensation at the site of the lead following an episode of being struck by lightening. It was noted that when he increased his stimulation, the pain would increase also. The pain was present with and without any stimulation. Impedances were measured as normal and palpating the neurostimulator did not produce any stimulation changes. The pt was current programmed at 1.0 volts with electrode #1 (-) and 2 (+) at 450 microseconds, 65 hz. Add'l info was requested.